Event description:
Colorectal lap procedure, name not provided. "Surgeons were (B)(6). They were grasping bowel, about to use ligasure device. The grasper the 'snagged' tissue, causing trauma. The pt ended up with a small perforation that the surgeons over sewed. They opened a new unit of c4120 and completed the procedure."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.